Event description:
It was reported that during post-operative device check, review of the electrograms showed ventricular oversensing, indicative of atrial lead dislodgment. It was confirmed via x-ray. The following day, the patient underwent atrial lead revision. Multiple attempts were made to reposition the atrial lead but was unsuccessful. The atrial was explanted and replaced. There were no adverse health consequences, the patient was stable.